Event description:
Philips received information from a customer site that a button artifact was appearing on axial brain scans. Field service was contacted to evaluate the issue.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) evaluated the system and requested the customer to run air calibrations and monitor the system for presence of the artifact. While at the site, the fse noted that a bearing in the horizontal clutch mount was bad and needed replaced. (B)(4).